Event description:
Platetes (obtained from red cross) were being transfused through a leukocyte poor platelet filter. Shortly after the transfusion began the pt experienced an apparent anaphylactic reaction and expired shortly thereafter.